Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving an alert for non-sustained lead noise. Review of the episodes showed possible myopotential oversensing. Programming changes were made.